Event description:
It was reported to resmed that an astral device displayed a total power failure alarm when the battery was at 90% charge. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was not returned to resmed. An investigation was performed on all available information. Review of the device data logs could not confirm the reported complaint. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a total power failure when the battery was at 90% charge. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to a third party service center. Evaluation could not confirm the reported complaint. The investigation results, and conclusions are not finalised at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).